Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis event date was incorrectly reported; the accepted date was reported however there was no publication date, therefore there is no event date and the literature citation will be reported in its place. Literature citation:donell, simon t. And et al. "Modified dejour trochleoplasty for severe dysplasia: operative technique and early clinical results" (2006) the knee 13(2006) 266-273. United kingdom article.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for unknown screw, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4) the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, donell, simon t. And et al. "Modified dejour tracheloplasty for severe dysplasia: operative technique and early clinical results" (2006) the knee 13(2006) 266-273. United kingdom article. The study reports the operative technique and results of a 15 patient case study (17 knees) who underwent a tracheloplasty for severe dysplasia. Five (5) unknown patients were treated with an unknown synthes screw and five (5) additional patients were treated with a similar unknown johnson & johnson (non-synthes) screw. Patients treated with the unknown screws were found to have higher incidents of post-operative pain and crepitus of the knee. No device malfunction was reported. All screws were surgically removed to prevent continuing damage to the patella articular surface. Complications reported: medical device pain, crepitus of the knee, hardware/revision surgery. This report is for an unknown screw.